Manufacturer narrative:
1)the customer states that she had become symptomatic on (B)(6) 2024 and tested using the ihealth test on (B)(6) . All producing negative results. She used the binax now on (B)(6) and received a positive result. 2)the customer has not indicated that she had a pcr confirmation of her covid diagnosis. Her basis for concluding that the tests provided false negative results were her symptoms and her positive result using a binax now test. 3)the lot # 231co20904 has not been associated with a non-authentic product nor did the customer indicate tampering. The customer purchased from amazon. 4)test to lot#231co20904 batch of product retention samples,the test result is qualified.

Event description:
Event details(z 317337): I purchased the 'ihealth covid-19 antigen rapid test, (B)(6) covid test through amazon' when I started having covid symptoms. The test was negative. I then starting having worse symptoms, consistent with the person I had been exposed to, and the test (actually 3) tests I use were still negative. I did not believe these results so I used a binax test, which immediately came back positive. I wasted two days of horrible symptoms when I could have received paxlovid. I finally was able to get it on day three of symptoms. I now know this product is known for false negatives, just look at amazon reviews. I wish I had, but was too sick. I am requesting a refund of the (B)(6) I spent on this item. I believe it caused me harm in waiting for treatment through the false negative (4 times) testing.